Event description:
The customer observed a (B)(6) architect anti-hcv result. The customer indicated a (B)(6) result with a latex method ((B)(6) no unit of measure provided) and a negative result using the architect anti-hcv assay. There was no adverse impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. A sensitivity evaluation was performed with file kit material of architect anti-hcv and met the acceptance criteria. The manufacturing and testing records for the affected reagent lot were reviewed. This review did not reveal any events or issues that may have impacted the performance in relation to the complaint issue. Tracking and trending did not identify an adverse trend or any atypical complaint activity. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no deficiency of the architect anti-hcv assay, reagent lot 18623li00, was identified.

Manufacturer narrative:
(B)(4).